Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing tenderness and swelling at the implant site. The recipient was treated with bactrim and rifampin, however, the issues have not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient reportedly experienced excessive granulation tissue around the device. On (B)(6) 2017, the recipient reportedly underwent a cleaning out of the infection and the device was scrubbed. The recipient received 750mg vancomycin. During the revision surgery, it was discovered that the recipient has a (B)(6) infection. The recipient is being treated with daily IV antibiotics for 6 weeks. The recipient was recommended non-use of the device while the site heals.

Manufacturer narrative:
The recipient reportedly finished antibiotic treatment and resumed device use.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly is doing well. Due diligence attempts to obtain additional information regarding treatment were unsuccessful. The recipient remains implanted. This is the final report.

Manufacturer narrative:
Additional information.